Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. When the patient was asked to clarify the statement, "the device has not worked so far", the patient stated that it was with the symptom control. It took a few months but it was finally on the settings that was working i.e. Controlling symptoms. The cause of the device not working was determined. When asked about the steps taken to resolve the issue, the patient stated that they talked to the manufacturer representative (rep) that works with their urologist and helped them get their settings right. The issue was resolved. The patient stated that the cause of the loss of stimulation was determined. When asked about the steps taken to resolve the issue, the patient stated that they talked to the manufacturer representative (rep) that works with their urologist and helped them get their settings right. The patient stated that the cause of the strong stimulation was determined. When asked about the steps taken to resolve the issue, the patient stated that they talked to the manufacturer representative (rep) that works with their urologist and helped them get their settings right. The issue was resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the trial worked great, but the device has not worked so far. Caller stated that they talked to a manufacturing representative (rep) about a week ago and they changed the program from program 1 to program 3 and increased the stimulation intensity. Caller added that in the meantime, they have turned the stimulation down because it's going down their left leg and they want to switch to a different program. Caller noted that when they first started, they could feel the stimulation but then it went away and then they felt it was too strong they started turning it down but now it's affecting their left leg. Reviewed stimulation expectations and the role of patient services. Redirected to healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.